Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during fill tubing. Customer's blood glucose reading was 294 mg/dl. Customer reported that the event was resolved by changing the infusion set and reservoir. Product is expected to return.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.